Event description:
Procedure thoracotomy/wedge resection. Reportedly, while firing the sulu, a cracking sound occurred and the sulu would not fire any more, the return knob would not work and the device could not be removed from the instrument and connected another instrument with the sulu, but the return knob would not again be pulled back. Finally, the surgeon cut the tissue around the sulu and removed it. The fragment was reinforced with suturing.